Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5125732, model/ catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was not able to get stimulation due to leads having high impedances. The patient underwent a revision procedure.

Manufacturer narrative:
Correction to the initial MDR in b5 and d7 fields. Additional information was received that the the leads were not returned to bsn.

Event description:
A report was received that the patient was not able to get stimulation due to leads having high impedances. The patient underwent a revision procedure wherein the leads were replaced. No further information has been able to be obtained regarding the location of the device despite good faith efforts.